Manufacturer narrative:
(B)(4). Evaluation summary: UDI: (B)(4). The complaint device was returned with the core separated but the coils were intact. The reported prolapsed tip coil, core separation and stretched coils were confirmed; however the reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with no tortuosity and moderate calcification in the mid left anterior descending artery. A hi-torque (ht) versaturn guide wire was pre-shaped and crossed the lesion without difficulty. It was observed that a loop knot formed at the distal portion of the guide wire. Pre-dilation was performed with an unspecified balloon catheter, and a 2.5x38 mm xience xpedition stent was successfully implanted in the target lesion. During guide wire removal, resistance was noted at the proximal part of the guide catheter. The versaturn guide wire was removed and the coils were observed to be totally stretched and still attached to the core. The procedure was completed without issue. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.